Event description:
The customer returned the device stating, "the pump won't alarm upon power on". During device evaluation it was found there was air detector defective and need replacement.

Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed during functional testing. The unit was found to have multiple issues and showed signs of heavy contamination, including clogging within the water lines and pump manifold. Additionally, the air detector requires replacement of the air sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.